Event description:
Customer reports via phone that during a ercp procedure, on a male pt (age unk), the system fluoro failed. Staff moved the pt to another room where the procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint but could not reproduce complaint that the unit "won't fluoro only allows one spot shot". Fse did find that the switch control for monitors 1 or 2 was not set to default and to be able to get 'realtime' fluoro as soon as the footswitch is pressed, one monitor must be set to the default #10. Fse set switch control to default and tested multiple fluoro and spot shots - all tests passed. Fse then checked the system for proper operation per service checklist and returned unit to full service.